Manufacturer narrative:
Product event summary: the device was returned and analysis revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt<(> <<)>=2.6251 volts. The weekly battery voltage trend data shows minimum batter=2.626 to 2.605 volts between (B)(4) 2012. There were two low battery voltage alerts on (B)(4) 2012.

Event description:
It was reported that according to the physician, the device did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).